Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt is unable to plug trunk connector into monitor causing lack of communication. In addition, the trunk cable was cut. The cause for the failure was a cracked trunk cable connector. The trunk cable connector was cracked and showed signs of physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it failed incoming functionality testing.